Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown morphine 25mg/ml for a total dose of 3 .501mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 34ml and the erv was 25ml. The patient had their first refill since implant/first refill since implant/revision and noted a volume discrepancy. It was noted that the patient has not had good pain relief since the pump implant ((B)(6) 2017) despite dosing increases. It was stated the patient has a history of low back pain. On (B)(6) 2017 the patient was diagnosed with a flipped pump, and had a pump revision done. The healthcare professional (hcp) was not sure if the catheter was aspirated just after the pump revision. There was no pump alarm in the logs. The plan was to refill with 20ml of drug (same drug and dose) and recheck the volumes on (B)(6) 2017. It was noted that the patient was difficult to access, but after hearing about the volume discrepancy they felt as though they were going through withdrawal. It was reviewed to consider catheter diagnostics for under infusion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via manufacturer representative (rep) on (B)(6)2017 reported on (B)(6)2017 a healthcare professional (hcp) got 18.5ml and 16.5ml was expected. The hcp does not feel that was a large volume discrepancy. The patient wanted an increase in dose which will be consider by hcp after (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2017 product type catheter. (B)(4) pertain to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-07. The issue being reported was not getting the correct reservoir volume out at pump refills; however, with the pump they were to get 18 ml out and they got 18 ml out. It was related that the patient was not getting relief from the pump. Nothing was performed for diagnostics/troubleshooting. The hcp brought the patient to the operating room (or) and some of the pump catheter was all kinked up. The hcp disconnected the pump segment of the catheter from the pump part and aspirated 2 cc out and then decided to replace the pump. The pump was completely explanted on (B)(6)2017 and was already returned at the time of the report. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were n/a. The date of the event was asked but unknown. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was alive ¿ no injury and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found that there was no anomaly. Analysis of the catheter found that the catheter body had significant twisting that may have affected infusion and there was damage to the catheter body transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturers representative indicated that there was a small catheter that the doctor cut off and that explanted portion was returned with the pump, both were placed in mail on (B)(6).